Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 08/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received with the replacement surgery operative report on (B)(6) 2018. The deflated prosthesis was on the right side. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 450 cc saline prostheses was performed on (B)(6) 2018. No procedural complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was erroneously omitted from the supplemental report submitted on 9/11/2018. Further evaluation information received on 9/5/2018 revealed that the patient described that prior to the deflation, both implants were thought to be mobile (see 1645337-2018-05931 for contralateral prosthesis report) the lot and serial numbers were also erroneously omitted from the report submitted on 9/11/2018. The mentor failure analysis lab received the device for evaluation 10/1/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/01/2018. The patient was caucasian. The patient fully recovered with no residual effects or accompanying symptoms. The evaluation of the returned device was completed by the failure analysis lab on 10/14/2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, for example, when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).